Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Under the freedom of information act.

Event description:
It was reported that the insulin pump alarmed several times even after a battery change. The customer's blood sugar is unknown. The insulin pump will return.